Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to high blood glucose and no delivery alarm on the insulin pump. Blood glucose level at the time of the incident was 274 mg/dl. The customer was treated with manual injection. Customer did not mention any symptoms related to their high blood glucose. It was unknown if customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, customer stated the infusion set had a bent cannula. Customer was advised to change the entire set. The product was not returned for analysis.